Event description:
It was reported that (16) devices were used during an unknown procedure. Itwas reported by the affiliate that the (16) msm20 devices clips would notclose. Another instrument was used to complete the case. There was noconsequence to the pt. The devices were discarded.